Manufacturer narrative:
(B)(4). Date sent: 8/8/2023. D4: batch #u5ap22. Investigation summary . The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with the anvil missing. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. Difficult to remove: open the instrument by turning the adjusting knob counter-clockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently pull out while simultaneously rotating. The event described could not be confirmed as no malformed staples were noted and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number u5ap22, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. Additional information was requested, and the following was obtained: 1. Where within the gap setting scale was the orange indicator prior to firing? [Ans: yes, surgeon selected 1.5mm staple height ]. 2. What confirmation was received that the device was fully fired? [Ans: no further update]. 3. Did the device staple? [Ans: yes, found staple at the anastomosis point]. 4. Was the staple line complete? [Ans: no idea, as he could not release the circular stapler from patient]. 5. Were there any staples missing from the staple line? [Ans: believed so, as there were some staples found in trocar]. 6. What was the shape of the staples (b-formation, irregular, legs straight)? [Ans: no further update]. 7. Were the staples deployed into the tissue? [Ans: no further update]. 8. Were the staples seen in the surgical field? [Ans: no further update]. 9. Did the device cut? [Ans: no further update]. 10. Was the cut line fully circumferential around the target tissue? [Ans: no further update]. 11. If the device fully cut, were both tissue donuts present? [Ans: no further update]. 12. If the device fully cut, were both donuts complete? [Ans: no further update]. 13. Is the current patient status known? [Ans: so far okay, no specific complication found]. 14. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc. [Ans: immediate follow-up was required, he needed to call extra surgeon to help. He had to do the dissection of colon again and re-do end-to-end anastomosis. ]

Manufacturer narrative:
(B)(4). Date sent: 6/22/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the device was fired, with staple height 1.5mm choosing. After the surgeon fired the device, he found he could not retrieve the cdh29a from patient body. He found some tissue and staples jammed in the cdh29a. He then decided to re-do the whole anastomosis with endo-gia and cdh29a. The anvil is missing from return-product and there are staples left in cartridge. There was a surgical delay but the procedure was successfully completed.